Event description:
It was reported that lasso caused interference which led to complete loss of all signals. Changing the lasso rectified the problem.

Manufacturer narrative:
Additional information from affiliate: it was an af pvi procedure. The signals were lost as soon as we plugged the lasso into the piu (before any ablation had occurred) and affected both the bs and ic signals on the recording system and on carto. The procedure was completed successfully and there was no adverse event or patient consequence reported with this event. (B)(4). Electrical test was performed and it passed all specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.